Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. There was no error code 6 in the memory. There was only an indication of a pending screen calibration. After calibration, the device was fully operational. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing the cardiosave intra-aortic balloon pump (iabp) displayed the following message after being switched on: error code 6. The user then recalibrated the screen in the special activation menu and the error message was gone afterwards. According to service, however, this error code may have a different meaning: a non-isolation dsc error detected. There was no patient involvement, and no adverse event was reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. There was no error code 6 in the memory. There was only an indication of a pending screen calibration. A non-isolation dsc error detected. Replace front end board but no service order is available to confirm part number. After calibration, the device was fully operational. Fse has already been informed. The iabp was then released to the customer and cleared for clinical service.